Manufacturer narrative:
Retainer ring = clear. The insulin pump was returned for a critical pump error (open book image) alarm and blank display found on (B)(6) 2021. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, displacement accuracy test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, j2, d1, q1 on the pcb 1. Successfully utilized crest and thus to download history files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on (B)(6) 2021 at 00:05:00 due to moisture damage on the force sensor. Force sensor zero offset not within specification. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, missing display window cover and cracked case behind the insulin pump at the battery compartment. Critical pump error (open book image) alarm confirmed due to moisture damage on the force sensor. Pump error 35 alarm confirmed due to moisture damage. Device exposed to moisture confirmed. Customer alleged for blank display was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.

Event description:
Customer reported via phone call that they were in the hospital due to high blood glucose on (B)(6) 2021.

Event description:
Incident date is (B)(6) 2021 per sap for pump.

Manufacturer narrative:
Retainer ring = clear the device was returned for a critical pump error (open book image) alarm and blank display found on (B)(6) 2021. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, displacement accuracy test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, j2, d1, q1 on the electrical board 1. ¿successfully utilized crest and thus to download history files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error fatal alarm confirmed in the history files on (B)(6) 2021 at 00:05:00 due to moisture damage on the force sensor. Force sensor zero offset not within specification (0.0mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, missing display window cover and cracked case behind the pump at the battery compartment. Critical pump error (open book image) alarm confirmed due to moisture damage on the force sensor. Pump error alarm confirmed due to moisture damage. Device exposed to moisture confirmed. Customer alleged for blank display was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 625 mg/dl. It was unknown that auto mode feature was active at the time of high blood glucose event. Customer stated that insulin pump had critical pump error happened customer stated took battery out but pump would not power now and had open image book. Insulin pump performs safety checks and an error was found the device will be returned for analysis.